Event description:
N/a

Manufacturer narrative:
One sample was returned and it was visually inspected; blood residues were noticed on the filter cap, and upon closer inspection, a crack was observed on the filter cap. Blood residues were noticed on the filter cap, and upon closer inspection, a crack was observed on the filter cap. Using a 25cc syringe, water was passed from the needleless port of the patient line to the burette. The system leaked water on top part of the burette. The device history record reveals that no assignable cause associated to the manufacturing and/or packaging process of the product was identified which could contribute to reported condition. No event or ncr was found generated for this finish good lot. The small crack on the filter cap could be a manufacturing defect of the manufacturing component part number 20111-001 (filter cap) which went unnoticed during visual inspection. No manufacturing failure was found in the documents reviewed as part of this investigation. There is a leak test performed to the burette assembly, but since it is a destructive test, it is done on 5 units only. The top cap is visually inspected to detect presence of the burette top (which is the part found broken), any observable defect would be rejected. The most probable cause is a defective component that went unnoticed during filter cap visual inspection. (B)(4).

Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that on (B)(6) 2018, a sp0220 accudrain was used on a patient. It was stated that there was a possible crack close to the filter and there was cerebrospinal fluid (csf) leaking from the connection close to the burette. Additional information was received on 07aug2018 and 17aug2018 stating that the estimated amount of csf leakage was minimal to moderate. There were no consequences to the patient due to the leakage. The drain set-up was replaced with a new one and the problem was resolved.

Manufacturer narrative:
The device was not returned for evaluation. The device history record reveals that no assignable cause associated to the manufacturing and/or packaging process of the product was identified which could contribute to reported condition. No event or ncr was found generated for this finish good lot. No failure analysis is possible since no unit was returned for evaluation. Therefore, the complaint is considered unconfirmed. The root cause for this event is undetermined. (B)(4).